Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024, reported as "within the last month." D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as ¿navy blue part of the end was separating from the rest of the transfer set¿. The female connector would not unscrew from the cycler tubing. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.